Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was explanted on (B)(6) 2021. The user was re-implanted.

Event description:
The device was explanted on (B)(6) 2021. Reportedly, the electrode array had moved out and 3 channels showed high impedance. The migration of the device was first noticed on the (B)(6) 2021. A revison surgery was attempted on the (B)(6)2021 but the array could not be repositioned during the revision.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to a partial migration of the active electrode outside of the cochlea. Reportedly a revision surgery to re-insert the electrode array was not successful. During device investigation damage in the active electrode array was found, which are most likely related to multiple re-insertion attempts during revision surgery. The problems described in the recipient report seem to match the damages found. This is a final report.